Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's mother also stated the customer's insertion device was not working properly. The mother stated the sensor would be stuck inside the inserter after removing it from their body. Customer's inserter will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insertion device showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.